Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The blood glucose level was 49 mg/dl. The customer received a power loss alarm. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Troubleshooting was performed. The product will be returned for analysis.